Manufacturer narrative:
A steris field service technician arrived onsite following the reported event to inspect the sterilizer. The technician found the source of the steam leak was from the steam generator integrated into the sterilizer. The temperature switch on the steam generator required replacement. The temperature switch is designed to allow water to drain from the unit once the generator temperature is below 140 degrees fahrenheit. At the time of the reported event, the temperature switch opened prior to the unit being properly cooled, allowing steam to release from the generator's drain line and fill the room. To resolve the issue, the technician replaced the temperature switch, tested the sterilizer, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported steam leaking from their evolution sterilizer. No report of injury.